Event description:
The customer reported that part of the branch broke during an unspecified gynecological operation. Additional details regarding the event are unavailable. There was no effect on the patient reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe).

Manufacturer narrative:
Date of event: event likely occurred at the beginning of april. The specific date is not available. Establishment name: (B)(6). During inspection and testing, the probe was found to be broken at a point 15.9 mm from the distal end. Inspection found the break started from the origin of a crack on the probe. There was a mark on the probe where it came in contact with the non-insulated area of the grasping section and was abraded against it. The proximal side of the tissue pad was worn away. There was a mark on the non-insulated area of the grasping section which came in contact with the probe and was abraded against it. The coating of the grasping section was partially peeled off. A review of the device history record found no deviations that could have caused or contributed to the break in the probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe broke because seal & cut¿ output was activated while grasping a thick tissue with the tip of the grasping section and the proximal side of the tissue pad came in contact to the probe. As a result, the pad was worn away causing the non-insulated part of the grasping section to touch the probe. Seal & cut¿ output was then activated and scratches were made. The probe then received an output load in "seal & cut" mode or received a load when grasping tissue which resulted in the probe being cracked from the scratch and the probe broke when load was added. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." If the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.